Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The caller reported that he set a multi-wave bolus with the meal and went to bed. He stated that at 10:00 am his girlfriend fond him unconscious, having convulsions, and foaming from the mouth. The girlfriend immediately called the paramedic's. The girlfriend tested the customer's blood glucose and received a result of 26 mg/dl. The paramedic's treated the patient with glucose and transported him to the hospital. At the hospital it was discovered that the patient had broken his shoulder due to the convulsions. The hospital treated the patient for low blood glucose, but the type of treatment given was unknown. The results from the hospital meter were also unknown. The caller alleged that the infusion device administered almost an entire cartridge of insulin overnight without programming. The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The infusion device was requested to be returned for product evaluation.